Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with a hcg urine standard at the qc cutoff. All devices produced positive results at the read time and the product met the qc specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that a woman undergoing fertility treatment received a trigger shot with 4500u of hcg (B)(6) 2019 and had 3 hcg tests on (B)(6) 2017 which were false negatives with the same urine sample. The hcg serum quant result was 45 miu/ml.